Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to verify battery out limit alarm due to no button response. No unexpected ramping display during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer's daughter reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 176 mg/dl. While troubleshooting, the customer explained that she intended to deliver a bolus, removed the battery and reinserted the battery. The customer then received the button error alarm while attempting to deliver the bolus. The device had also alarmed battery out limit. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.